Event description:
Information provided states that the patient had surgery at l4-l5 on (B)(6) 2015. The patient fell on (B)(6) 2015. Xset -rays taken on (B)(6) 2015 showed that the left l4 pedicle screw had come out of the hardware. Revision surgery took place on (B)(6) 2015 to remove and replace the loose screw. The patient is in good condition.